Manufacturer narrative:
Concomitant medical products: cocr head 28/+4 'l' 12/14, catalog #: 14280720, lot #: 2263721. Allofit alloclassic shl 54/jj , catalog #:4246, lot #: 2282586. Durasul alpha insert, hooded, jj/28, catalog #: 0100013310, lot #: 2278446. Therapy date : (B)(6) 2018 . The manufacturer did receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to bone fracture.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to bone fracture, aseptic loosening. Event description: it was reported that patient received left hip thr implanted on (B)(6), 2005 and underwent revision surgery on (B)(6), 2018 due to femoral fracture. Review of received data: - undated, low quality ap view pelvis x-ray is received showing that the patient's left femur is broken at of its mid height and through the tip of the femoral stem. No further comments can be done on the stem's role in the fracture, however, it also can be noticed that the inclination angle of the acetabular shell is quite steep. - primary surgery notes of the left thr dated (B)(6), 2005 is reviewed. No abnormalities observed. - pictures of the explanted stem, head and liner were received. Stem is seen to have some bony attachments in form of islands, covering almost half of its surface. The pe liner is observed to be covered in blood, hence it is not possible to see any deformations existing on it. No deformation is visible on the metallic head as well. - implant stickers and the revision surgery implant list were received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: no meaningful root cause analysis could be performed with the information available at the hand. Conclusion: based on the given information the complaint could be confirmed. Revision surgery notes and x-rays prior to the bone fracture event were not received which could have assisted in performing a deep analysis of the complaint. Review of the device history records for the products did not identify any deviations or anomalies related to the event. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Possible causes which could result in bone fracture include wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset, change in the components' positioning by time resulting in excessive forces applied by the stem distal tip on the femur, excessive wear due to micromotion in taper connection/insufficient secondary stability due to blasted surface structure leading to aseptic loosening (fretting) and patient related issues (wrong movement , excessive/abnormal patient activities). However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report (B)(4).